Manufacturer narrative:
The device evaluation is anticipated upon product return fromt the customer.

Event description:
It was reported by the sales representative that during the prep of a proplege coronary sinus catheter, pr9 the balloon would not inflate and deflate correctly. A new device had to be opened and used. No reported patient injury

Manufacturer narrative:
Evaluation: visual inspection of the returned device found no defects or kinks. Visual inspection of the balloon found an unknown substance inside of the balloon. Air and water were both used to attempt to inflate the balloon and were unsuccessful. The complaint was confirmed. The root cause of this complaint is unable to be confirmed. However, the most likely root cause is failure to prep the balloon properly. Crystallization was found inside the balloon. Crystallization is known to occur with contrasting agent and is not typical when used with physiological sterile solution only. Per the IFU the balloon is to be prepped with physiological sterile solution. It is not likely that heavy crystallization as seen in the returned unit would have formed with the use of physiological sterile solution. It is likely that the balloon was not prepped according to the IFU. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related ncr's found. There will be no pra or CAPA initiated at this time. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.